Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported having temporomandibular joint disorder and wanting to stop using the night aligners. The patient said that they don't want the aligners to further damage their teeth and jaw. The patient stated that they had to quit wearing them because it wasn't fitting right anyway.